Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported etco2 module failed co2 calibration during pm. Technical support unit still covered under 2 years warranty. Transferred (B)(6) to com for rga number. (B)(6) will send unit in for warranty repair. A review of the device history record for sn (B)(6) was performed from 10/31/2018 to 10/09/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was unconfirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device failed the co2 sensor calibration. No patient involvement was noted. (B)(6) reported etco2 module failed co2 calibration during pm. Sn (B)(6). Unit still covered under 2 years warranty. Transferred (B)(6) to com for rga number. (B)(6) will send unit in for warranty repair.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed the co2 sensor calibration during preventive maintenance. There was no patient involvement.